Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left abdominal pain / lower left abdomen pain"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, abdominal pain lower and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Each side showed about 1-2 loops of coil outside the uterine cavity captured on picture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain, did not conducted essure confirmation test" were added. Lot number was added. New reporter was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in an adult female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left abdominal pain / lower left abdomen pain"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, abdominal pain lower and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Each side showed about 1-2 loops of coil outside the uterine cavity captured on picture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower left abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and perforation to be related to essure. The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.